Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hyperglycemia on an unknown date. The customer's blood glucose level at the time of the incident was 400 mg/dl. The insulin pump had power loss and the customer was able to change the battery. The auto mode was not active at the time of the incident. The insulin pump will not be returned for analysis.